Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Additional: h2, h6 correction: b4, b5, d9, g3, g6, h3, h10 1. Event description - event summary: it was reported that during the surgery the dynesys set screws could not be inserted as the threads are damaged. - harm: s2 - exposure to anesthesia, minor - hazardous situation: implant breaks or becomes damaged and non-functional during surgical procedure, but is replaced intraoperatively before completing implantation. 2. Review of received data - due diligence: additional due diligence was performed to receive the information to support the conclusion. 3. Devices analysis - visual examination: three dynesys set screw has been returned for investigation. Two set screw were identified to be of the same size, the third one is of a different size. The ref and lot numbers of the third set screw remain unknown. The threads of all three set screws are damaged. No further conspicuousness found. Based on this visual examination the reported event can be confirmed. 4. Review of product documentation: - device purpose: this device is intended for treatment. - DHR review: review of the device history records for the known product identification identified no deviations or anomalies during manufacturing. The device history records for the unknown product could not be reviewed. 5. Conclusion: it was reported that during the surgery the dynesys set screws could not be inserted as the threads are damaged. Based on the investigation the reported event can be confirmed. The visual investigation confirmed that the threads of all three set screws are damaged. The quality records for the known products show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a non-conformance or a complaint out of box (coob). Possible factors which might have caused or contributed to the reported event might be a misalignment of the set screw and pedicle screw or the application of excessive forces. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer received other source of documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery, the doctor observed that the thread of the nut was damaged and could not be locked. The procedure was completed using the same item. There was no impact on the patient. The surgery was delayed by 3 minutes.